Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the returned device found that the glass cap had a circumferential fracture at the fiber/cap fusion zone distal to the bevel edge. This may result in forward firing. There was minimal scorching and detritus noted on the metal cap around the output window. The device was tested with a helium-neon laser fixture and the aim beam was present at the output window. The device passed the signature verification test and no issues were noted to the connector, tabs or segments. Based on the distal circumferential fracture the reported event is confirmed and a conclusion code of unintended use error caused or contributed to event as this issue is caused by heat accumulation due to tissue adhesion, constant heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 98,000 joules and 16:20 minutes of use the fiber stopped functioning. The fiber was replaced and a second fiber was used to complete the procedure without any complications to the patient. The fiber was returned and analysis identified a distal circumferential fracture of the glass cap at the bevel edge. The potential for forward firing exists.